Event description:
Customer reported a touch screen failure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the touch screen. System operates as intended. .